Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. To date, this lead remains in service. No adverse patlent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).